Event description:
Reportedly, the anvil was inserted into the proximal part of the colon. Then the instrument was fired and the anvil did not tilt. The proximal anastomosis was missing. Again preparation was made for a circular anastomosis. The anvil was inserted. The anvil tilted but both anastomosis rings were missing. A tissue strip with clips was removed out of the site.